Event description:
The patient reported that her band slipped over a year ago, but did not seem to hurt. A week ago, she ate something and it would not go down, and she vomited repeatedly. The next day, she was sore all over, starting to feel feverish and now has a lump on her left side, surrounded by bruising.

Manufacturer narrative:
Taper ii. The product associated with this report will not be returned as the device was not explanted. Based upon the implant date provided by the reporter the connector type is assumed to be a taper ii. The reporter of the event was asked to return the product for analysis. Explant surgery has not occurred. Allergan has not received the product at this time. Therefore no analysis or testing has been done. Further information from the reporter regarding the serial number and the full implant date has been requested. The information has not yet been received by allergan. Allergan has been unable to confirm the alleged events with a medical professional. Device labeling addresses the reported events of band slippage and vomiting as follows: "slippage of the band can occur. Gastroesophageal reflux, nausea and/or vomiting with early or minor slippage may be in some cases successfully resolved by band deflation. More serious slippages may require band repositioning and/or removal." Device labeling addresses the possible outcome of an infection as follows: "infection can occur in the immediate post-operative period or years after insertion of the device. In the presence of infection or contamination, removal of the device is indicated." Device labeling addresses the possible outcome of dysphagia as follows: "ulceration, gastritis, gastroesophageal reflux, heartburn, gas bloat, dysphagia, dehydration, constipation, and weight regain have been reported after gastric restriction procedures." Device labeling addresses the reported event of pain as follows: "there were additional occurrences of these events that were considered to be non-serious. Other adverse events considered related to the lap-band system that occurred in fewer than 1% of subjects included: abdominal pain, infection, fever, chest pain, incision pain, port site pain, and wound infection." Device labeling addresses the potential of adverse events as follows: "it is important to discuss all possible complications and adverse events with your patient. Complications which may result from the use of this product include the risks associated with the medications and methods utilized in the surgical procedure, the risks associated with any surgical procedure and the patient's degree of intolerance to any foreign object implanted in the body."